Manufacturer narrative:
Device evaluation details: the catheter was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has bee completed. Bwi conducted a visual inspection and carto 3 system test of the returned device. Visual analysis of the returned catheter revealed reddish material inside the pebax and a hole in the pebax of the thermocool® smart touch® sf bi-directional navigation catheter. The device was tested for functionality with a carto 3 piu system, and there were no errors for the device; the catheter passed the test. Based on these results, the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified as part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of pebax damage cannot be established. The events described as ¿magnetic sensor error¿ was unable to be duplicated during the product investigation, however, the blood found inside the pebax area could be related to the reported issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified external damage (a hole) on the pebax of thermocool® smart touch® sf bi-directional navigation catheter during returned product evaluation. It was initially reported by the customer that they were getting error code 402 (map: magnetic distortion. ) on the carto 3 system when rf energy was applied. Changing out the thermocool® smart touch® sf bi-directional navigation catheter resolved the error. The procedure was continued and subsequently completed. There was no patient consequence. The magnetic distortion error/magnetic sensor error is not considered to be MDR reportable since the incidence of magnetic sensor error is easy detectable by the user and the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. On 26-may-2021, the bwi product analysis lab received the complaint device for evaluation. On (B)(6) 2021, the complaint catheter was inspected, and it was found with a hole in the pebax and a reddish-brown material inside and internal parts exposed. These findings were reviewed and determined the issue of a hole in the pebax is an MDR reportable malfunction since the integrity of the device is compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product evaluation on 19-jun-2021 and reassessed it as MDR reportable.